Event description:
Pt reported charging problems between the implant and the external equipment. During a lead revision procedure, the surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.